Event description:
The distributor reported on behalf of the customer, the endoeye flex deflectable videoscope presented a distorted image when the power was turned on. The screen appeared like a sandstorm and the subject was not recognizable. It was suspected the insertion part was the issue as that was the part that was last repaired. No patient injury or procedure impact reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
No additional information was available. The device was evaluated, and the reported issue was a sporadic failure. The failure could not be confirmed but occurrence was likely. Scratches were found in multiple locations on the device. A new reportable malfunction was identified. An additional reportable malfunction of a b30 (scope communication error) occurred due to damage to the imaging unit and due to dirt on the electrical contacts of the video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 2 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by a tear of the image sensor cable, short circuit or disconnection inside the cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.